Event description:
A consumer implanted for spinal pain reported being hospitalized for an unrelated reason in (B)(6) 2016. On (B)(6) 2016 when the consumer turned stimulation on, it was too strong making their ribs hurt and feel really sore for a few days. However, the consumer also stated the sore ribs could be from them being turned over in bed. A request was made to meet with the manufacturer¿s representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.